Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent was broken. Percutaneous coronary intervention(pci) was performed after patient experienced unstable angina and the patient was treated with placement of an unknown manufacturer's drug-eluting stent. After two months, elective pci was performed. The target lesion was located in the severely calcified distal left anterior descending(lad) artery with stent dilatation failure as confirmed by coronary angiography. A 1.25mm rotalink¿ plus was selected for use. When ablation was performed by the rotalink¿ plus in the stent, it was possible to advance through the stent to the distal part, but stent that was cut off ad became separated. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stent was broken. Percutaneous coronary intervention(pci) was performed after patient experienced unstable angina and the patient was treated with placement of an unknown manufacturer's drug-eluting stent. After two months, elective pci was performed. The target lesion was located in the severely calcified distal left anterior descending(lad) artery with stent dilatation failure as confirmed by coronary angiography. A 1.25mm rotalink¿ plus was selected for use. When ablation was performed by the rotalink¿ plus in the stent, it was possible to advance through the stent to the distal part, but stent that was cut off ad became separated. The procedure was completed with a different device. There were no patient complications reported.